Event description:
It was reported that during surgical intervention on (B)(6) 2024, the ipg was unable to secure the lead in the header. The ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.